Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 39 mg/dl at the time of the incident. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer uses the auto mode feature. Insulin delivery was not suspended due to sensor glucose. The customer reported that the they did customer believe insulin pump was over-delivering. The insulin pump will and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at .08675 inches. (B)(4).